Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria, this is the first complaint reported for this lot number and issue to date. Investigation summary: one MRI lp plastic port. Was returned for evaluation. The sample was received with the port body, cath-lock, and two catheter fragments. The port body, cath-lock, and one of the catheter fragments were observed assembled. The investigation is inconclusive for leakage, as the returned sample review could not confirm a functional issue. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The alleged leak could not be reproduced with the sample that was returned, due to removal of device, functional testing could not be done on the sample as it was operating when implanted in the patient. Labeling review:a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that there was alleged leakage/extravasation noted in the connection between the port catheter and port reservoir, which was confirmed by x-ray imaging. It was further reported that the device was removed and a new device was implanted with new vessel access. There was no reported patient injury post removal and replacement.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that there was alleged leakage/extravasation noted in the connection between the port catheter and port reservoir, which was confirmed by x-ray imaging. It was further reported that the device was removed and a new device was implanted with new vessel access. There was no reported patient injury.